Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿a retrospective evaluation of intra-prosthetic thrombus formation after endovascular aortic repair in cook zenith alpha and medtronic endurant ii patients¿. Ulsaker h, lam m, leangen herje m, seternes a, manstad-hulaas f eur j vasc endovasc surg (2023) 66, 644e651 https://doi.org/10.1016/j.ejvs.2023.05.043. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ a retrospective evaluation of intra-prosthetic thrombus formation after endovascular aortic repair in cook zenith alpha and medtronic endurant ii patients¿. The time frame of this study was over a two-year period. The aim of the study was to investigate the occurrence of limb graft occlusion (lgo) and intra-prosthetic thrombus (ipt) formation in zenith alpha and endurant ii stent graft limbs the following adverse events occurred: occlusion, intervention no further information was provided pertaining to medtronic products